Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 5 and 24 hours. The caregiver reported that the pod was leaking insulin and the cannula was bent. It was confirmed that the cannula did insert into the skin and the adhesive was secure during wear. The caregiver stated that the patient rotates their insertion site. No medical assistance was required. As treatment, the patient placed a new pod.